Event description:
It was reported via medwatch 5108733 that the filter legs fractures and a perforation occurred. A greenfield filter was implanted in the inferior vena cava (ivc). The filter was noted to be in the suprarenal position. A fractured filter leg had perforated the ivc wall. No intervention was performed. The patient had no symptoms.